Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the speed of the cutter was reduced to 3000 cuts per minute, but it still had poor cutting performance and failed to aspirate during the vitrectomy surgery. The procedure was completed on the same day by replacing the product with a new one. There was no patient impact.